Manufacturer narrative:
Additional information: one cadd solis vip pump was received in good physical condition. Functional check was performed and the reported "lost programming " issue was confirmed. The pump was inspected and multiple pump settings as well as patient data lost were found in the event history log. Further investigation of the ump determined that the microprocessor board was corrupted and is the cause of this issue. The microprocessor board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump lost programming . There were no injuries or adverse events reported.